Manufacturer narrative:
The investigation did not identify or establish a single root cause for the reported event. In addition, where as the blistering and weeping on the knee was topical and not internal could be indicative of a topical reaction and not an allergic reaction internally.

Event description:
Surgeon contacted a miach sales representative regarding a 17 year old female patient with a possible allergic reaction (or rejection) to the bear implant on (B)(6) 2024. The bear implant surgery was completed on (B)(6) 2023. The surgeon states that the patient had blistering and weeping around the knee in the first 3 or 4 months postop. The knee was tapped multiple times, was not infected, and c. Acnes was ruled out. The issue settled down and the patient completed her rehab. When she returned to sport, she re-tore her acl during her first volleyball practice at 1 year postop. The surgeon revised her knee to a quad tendon autologous graft (acl reconstruction), and he commented that "there was basically no acl tissue" present in the knee at the time of the revision surgery. The surgeon provided the following additional details: "she doesn't have any allergies (to beef or anything else). She had skin necrosis along all the incisions, fracture-type blisters, a ton of stiffness (never had to have a manip but came close). A big eschar formed over the distal medial incision where the internal brace sutures come out and then get anchored down to the tibia. But all the incisions looked bad/weepy. You can see the first postop pics from 2 weeks postop in one of the photos. Then the other pics show the same incisions later as they healed. We tapped her knee 2 weeks out from surgery but it was very benign (3300 wbc, 20k rbc in the joint fluid, cultures never grew anything). We thought at the time it could possibly have been a reaction to vicryl suture, but I seriously doubt that was it because she had a quad tendon acl recon on the other knee the year before, and I close every quad tendon harvest with an 0-vicryl. And there was no reaction from that. Other possibility would be the steri-strips-- we had changed products from those between her two operations. But if that were the case I wouldn't have expected any joint stiffness, and certainly you wouldn't expect that to cause the failure of the acl as soon as she went back to sport. She underwent an acl recon 3 months ago and is doing great from that, no issues."